Event description:
It was reported that the surgeon inserted the cc4204a collamer single piece lens and noted a haptic was missing. The lens was removed and replaced without any patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Device name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).